Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was flickering due to a defective board connector socket connecting to the laparoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center screen was blinking while connecting the laparoscope. The issue occurred during preparation for use in a therapeutic procedure. There were no reports of patient harm. There was no delay in procedure and the case was completed with a similar device.